Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The methods, results and conclusions codes will be included in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-05011. It was reported that the patient's lead migrated. Surgical intervention took place on (B)(6) 2019 in which the lead was repositioned. Surgery addressed the issue. Note: it is unknown which lead was revised; therefore, both leads are being reported.